Event description:
It was reported that high impedance was found at a follow up appointment on (B)(6) 2012. The patient's vns system was just implanted earlier that month on (B)(6) 2012. Additional information was received indicating that when diagnostics were run it indicated there was high impedance, but the physician thought the patient was getting benefit from therapy. Diagnostics on the date of implant were within normal limits, 1761 ohms. The patient was also seen for follow up on (B)(6) 2012, and high impedance was not observed at that time. No trauma has been reported. X-rays were performed however they have not been sent to the manufacturer for review. It was also recommended that the generator be disabled, however it is unclear at this time if that has occurred. The patient has been referred to a surgeon, however no additional information is known at this time.

Event description:
Information received on (B)(6) 2012 indicated that the patient has been scheduled for surgery. Surgery has not occurred to date.

Event description:
Additional information was received on (B)(6) 2012, indicating that the generator has since been disabled. Additionally x-rays were received on (B)(6) 2012 and have been reviewed. The generator was seen in the left chest. The filter feedthru wires were intact and the lead wires were intact at the connector pin. The lead pin did not appear to be fully inserted however base on the angle of the generator in the image provided, this could not be confirmed. There was a portion of the lead located behind the generator that could not be assessed. The lead body was seen routed upwards from the generator to the left neck. The electrodes appeared in alignment. There did not appear to be any lead breaks or sharp angles observed in the visible portion of the lead. Based on the x-ray image provided the cause of the high impedance could not be determined, however the lead pin may not be fully inserted. Additionally, a micro-fracture or a lead discontinuity in the non-visual portion of the lead cannot be ruled out.

Event description:
It was reported that the patient had surgery on (B)(6) 2012. Pre-op diagnostics indicated a lead impedance greater than 10,000 ohms. Per the company representative, x-rays appeared to indicate that the lead pin was not fully inserted, and the surgeon agreed with that when the generator pocket was opened. The pin was reinserted, and diagnostics showed an impedance value around 3600 ohms which is within normal limits. It was "preferred" that the impedance value was less than 2200 ohms, so the surgeon tried reinserting the pin again. When the pin was removed and reinserted, the impedance value was still around 3500 ohms. The generator was replaced prophylactically. After the new generator was connected, system diagnostics revealed an impedance value of 3585 ohms. The new device was programmed on per the neurologist's orders. The explanted generator was received by the manufacturer on (B)(6) 2012 for analysis. The return product form indicated the reason for generator replacement on (B)(6) 2012 was due to "lead discontinuity." Analysis of the generator was completed. The pulse generator diagnostics were as expected for the programmed parameters. No obstructions were observed in the header lead cavity or connector blocks. In addition, the in-line cavity go gauge test passed. A bench lead inserted completely passed the negative connector block and was secured with the returned setscrew. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Suspect medical device brand name, corrected data: with the additional information received, the high impedance was related to the lead pin not being fully inserted into the generator connector block so the suspect device is the generator. Type of device name, corrected data: with the additional information received, the high impedance was related to the lead pin not being fully inserted into the generator connector block so the suspect device is the generator. Suspect medical device model #, serial #, lot #, expiration date, corrected data: with the additional information received, the high impedance was related to the lead pin not being fully inserted into the generator connector block so the suspect device is the generator. Therefore, the product information was inadvertently reported incorrectly. Device manufacturer date, corrected data: with the additional information received, the high impedance was related to the lead pin not being fully inserted into the generator connector block so the suspect device is the generator. Therefore, the product information was inadvertently reported incorrectly.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized, however pin insertion could not be confirmed. Device failure is suspected, but did not cause or contribute to a death or serious injury.